Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.0/+2.5/088 diopter, and the lens tore/broke during delivery into the eye. The lens was removed with no apparent injury. Another same model but different diopter lens was implanted and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: product evaluation: the lens was returned dry in lens case/vial. Visual inspection found haptic torn/broken/bent/deformed and foreign material on lens surface (not specified). (B)(4). Work order search: no similar complaints were reported for units within the same lot. Corrected data: uncorrected visual acuity was 20/20, not best corrected visual acuity. (B)(4).